Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels. Reportedly, the customer delivered a manual injection of 10 units, and was still connected to the pump receiving basal.